Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study synopsis: protocol 17-13, patient (B)(6): the patient received a zta-p study device as routine treatment for thoracic aortic aneurysm. A t-branch, zta cmd, and additional zta-p were placed in a planned staged procedure. Distal graft disconnection occurred after that procedure, not related to the study device. A successful secondary intervention (si) was performed, placement of additional distal devices and balloon angioplasty. On (B)(6)2022, the patient was routinely treated for thoracic aortic aneurysm with placement of a zta-p-44-179. (B)(6)2022 a planned staged procedure occurred on which included placement of a t-branch, zta cmd, and zta-p. (B)(6)2022 (22 days post-procedure) distal graft disconnection, occurred. This was treated with a secondary intervention on the same date. The site noted this adverse event was not related to the study device. The si was noted to be due to imaging results at the 1-month follow-up visit, however, the date of that imaging is entered as (B)(6)2022 (62 days post-procedure). This has been queried. The 1-month imaging showed no issues with the originally placed zta device, and no information about the devices placed at the staged procedure is noted. The indication for the si was device separation, for which endovascular treatment with balloon angioplasty and placement of additional distal component and distal extension devices was performed. The si was considered successful. On (B)(6)2023 (257 days post-procedure), the patient with a history of colon cancer was found to have liver metastases, for which palliative care was the treatment. No further follow-up visits occurred. Devices placed during the staged procedure. Zta-pt-f-1004-160124: (B)(6). Zta-p-24-105: (B)(6). Branch 38 02 179: (B)(6). Additional information received 19dec2024: the study procedure included placement of a zta-p-44-179 and no other grafts or stents. There was a staged procedure 15 days post-procedure which was marked as including ¿tbranch + zta cmd + zta-p¿. There was the study device - zta-p-44-179 placed in the index procedure. The thoracic-lp-cmd-device 44-32-188 (g23204) was placed first, followed by the t-branch, and finally the zta-p-24-105 distally. The first device (cmd 44-32-188) during this second procedure was placed into the zta-p-44-179 from the index procedure, with at least three stents of overlap. There was an adverse event (ae) of distal graft disconnection 22 days post-procedure, and after the staged procedure. The disconnection occurred between the t-branch and the most distal zta module, zta-p-24-105, which had migrated lower to the level of the aortic bifurcation. Since the upper module, the t-branch, did not provide an adequate sealing zone, a new zta-26-105 module was placed between the migrated zta-p-24-105 and the t-branch to bridge the two components and achieve a satisfactory distal sealing zone. The cause of the disconnection remains unknown. The aortic diameter at the level of the migrated zta module was measured at a maximum of 21 mm, which is within the acceptable range for the zta-p-24-105, according to the IFU. Furthermore, the proximal part of this module was placed into the t-branch to ensure sealing between the two components. Patient outcome: the patient died on (B)(6)2023. Cause of death was liver metastasis. Circumstances were noted as ¿patient hospitalized for degradation of general condition. Discovering of liver's metastasis. Palliative cure.¿ death was noted as related to preexisting condition prior to procedure and primary disease progression.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 82-year-old-male patient with a history of hiv, colonic mucinous adenocarcinoma, stable right upper lobe nodule, benign prostatic hyperplasia, chronic obstructive pulmonary disease (copd), pneumothorax, pulmonary embolism, hypertension and smoking underwent tevar as routine treatment for thoracic aortic aneurysm. The procedure was staged, and the patient received a zta-p-44-179 with a proximal landing zone in zone 4 on (B)(6) 2022. On (B)(6) 2022 additionally three devices were implanted, a thoracic-lp-cmd-device, a t-branch and most distally a zta-p-24-105 (complaint device). The aortic diameter at the level of the migrated zta module was measured at a maximum of 21 mm. On (B)(6) 2022 a secondary intervention was performed due to imaging finding showing that the zta-p-24-105 had migrated distally to the level of the aortic bifurcation. The migration had caused the zta-p-24-105 to disconnect from the t-branch why a zta-p-26-105 was placed to bridge the t-branch and the zta-p-24-105. Per the instructions for use the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Furthermore, it is noted that component migration and/or separation are a known adverse event. Based on the provided information the migration of the zta-p-24-105 and subsequent separation between the t-branch and the zta-p-24-105 were likely caused by the use of the zta-p-24-105 in the abdominal aorta, which is outside of the intended use of the device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.